Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunctions were identified during the evaluation: the cable section was damaged with dents and twists. Based on the investigation's results, the malfunction was likely caused by the following: the most probable cause was component failure. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 23mm enterprise 2 (encr402312 / 8314308) was impeded at the proximal end of the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 31028208) and could not be further advanced. The physician removed only the stent and attempted to redeliver the stent again, but the stent body became prematurely separated from the delivery wire in the y-connector. The physician removed the stent and replaced it with a second stent, a 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 7773928), but this stent became impeded in the introducer and could not be pushed into the concomitant microcatheter. The physician then removed both devices, stent and microcatheter and replaced both to complete the procedure, which was reportedly prolonged by approximately 15 minutes. There was no report of any negative patient impact. On 29-aug-2024, additional information was received. Per the information, the target vessel of the procedure was the anterior communicating artery; the aneurysm was an anterior communicating artery aneurysm. A continuous flush was maintained through the microcatheter. Related to the first stent, the 4mm x 23mm enterprise 2 (encr402312 / 8314308), aside from the premature detachment of the stent, there was no damage noted on the stent / stent delivery system when it was removed. The information indicated that the replacement for the second stent was another 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and the replacement microcatheter was another was the replacement microcatheter another 150cm x 5cm prowler select plus microcatheter (606s255x). The additional information confirmed there was no negative patient impact. The physician did not consider the 15 minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device 2 was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Functional testing was performed. A lab sample microcatheter was flushed using a lab sample syringe. After the microcatheter was flushed, the returned 4.5mm x 28mm enterprise® vascular reconstruction device 2 was introduced into the microcatheter and advanced; no resistance / friction was felt when the stent passed through the hub area. The stent exited out from the distal tip of the microcatheter. As the functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7773928. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: ¿ the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device 25-sep-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.